Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown baclofen (2000 mcg/ml at na mcg/day) via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) was getting a message on the pump that said the pump motor had stalled and was restarted. They looked through the logs and there were no stalls in the logs. The patient had their pump replaced on (B)(6) 2024 and they did not have any magnetic resonance imaging (mris) or CT scans. The technical services (ts) reviewed to still monitor the pump as it was recently implanted. The hcp confirmed she reinterrogated the pump several times after and did not get the alert. Additional information was from a healthcare provider (hcp) indicated that the motor stall and restarted due software updates. There was no issue with the pump. The pump recovered after the software updates. The patient weight was asked but unknown at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.